Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams) due to insulation damage. The atrial lead was explanted and replaced. The patient was in stable condition.